Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that her neighbor had a spinal cord stimulation system that did not work; the implantable neurostimulator (ins) was not helping despite having a successful trial. No outcome was reported for this event. No further information was provided. If additional information is received, a follow up report will be sent.